Manufacturer narrative:
A ge service rep performed an onsite investigation. The defective parts were replaced and the system was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system arced causing multiple errors and a loss of the live image. There is no report of pt injury or death.